Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned, therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube use. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 the patient had a percutaneous endoscopic gastrostomy (peg)tube placement. On (B)(6) 2017 the patient had a bright green discharge at stoma site, a gram stain was done on the stoma site, the gram stain showed a gram negative pseudomonas infection. The patient was placed on levaquin. The patient was planning on discontinuing the duopa treatment.